Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: for the last 3 days, the pump is not delivering the insulin properly. Reporter questions the basal program and would like to review the pump. Patient¿s current blood glucose (bg) is 400mg/dl with ketones, no symptoms. Patient is on an alternate form of insulin delivery. Review of pump found basal history (B)(6) 2014 12 am 1.275,6:01 am 0.875,8am 0.85,6:01 pm 1.0 , 8:25 pm 0.0 ,8:31 pm 1.0. 12-18-2014 3:43pm 0.0 units, 11:45 pm 0.0units, 6;40am 0.0 units. Reporter reviewed more records to confirm the pump will randomly go to 0.0 units and it is not programed to go to this dose. Customer support (cs) advised that the patient stay on the alternate delivery method until a replacement pump arrives. This complaint is being reported because the patient experienced hyperglycemia and delivery issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.